Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: the unknown complication was identified as a pneumothorax. The event was reported as resolved 11 days after the index procedure. The study investigator reported the event as severe, a serious adverse event (requiring prolonged hospitalization), a clavien-dindo grade I, not related to the da vinci study device, not related to the study procedure, but having a causal relationship to the patient's underlying disease status. The patient's medication of onbrez 150 inhaler may be relevant to this incident. There was no delay during the index procedure. Annex f field added f23. Corrected information: annex e field updated from e2401 to e0734. Annex b field updated from b17 to b15.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 175 cm., body mass index (bmi) 29.4 kg/m2

Event description:
A patient in a study underwent a da vinci-assisted pulmonary segmentectomy procedure. It was reported that the patient experienced an unknown complication during the post-operative period, prior to discharge, resulting in prolonged hospitalization including two days in the ICU. There were no complications or da vinci device deficiencies in the intra-operative time period. A chest tube drain was placed on the day of surgery and was removed 11 days after surgery. Discharge occurred the next day. No other information is available at this time. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Additional information: during the procedure, the patient experienced chronic desaturation requiring "reventilation" a few times. The event was reported as resolved the same day; it did not require intensive care unit (ICU) admission or contribute to a prolonged hospitalization. The study investigator reported the event as severe, a serious adverse event (life-threatening illness or injury), a clavien-dindo grade ii, not related to the da vinci study device, but probably related to the patient's underlying disease status (pulmonary embolism) and possibly related to the study procedure. Field annex e: added e0743.

Event description:
Refer to h11 for follow-up information.